Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The stenosed de novo target lesion was located in the left anterior descending artery. The patient was presented with a coronary artery disease. A 32 x 3.00 promus premier drug-eluting stent was placed for treatment. However, while taking orthogonal views of the deployed stent, dissection was noted in the distal edge section. The procedure was completed with a 2.75 x 20 promus premier drug-eluting stent to cover the dissection. No further patient complications were reported and the patient's status was stable.